Event description:
Patient implanted approximately (B)(6) 2011 with plate and screw, distal femur plating, returned to surgeon four weeks post operatively complaining of pain. X-ray showed a broken plate and potential non union of the femur. Patient was returned to operating room on (B)(6) 2012, surgeon removed the pate and screws. During removal of the screws three screw heads broke off leaving the shaft in the patient's bone. Patient was revised to another plate and screws.

Event description:
This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
The material and device history records were reviewed and no nonconformities were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.